Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure of the device clip to achieve hemostasis was not confirmed. Analysis of the device revealed that the vessel locator wings were bent and could have resulted in the reported experience. However, external and internal device inspection did not detect any component anomaly that may have contributed to the vessel locator wings bent condition. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic peripheral angiogram, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, after clip deployment, bleeding continued. Leaving the clip in the deployed location, manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.